Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified an extended opening on the anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.